Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: e1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the "device automatically turned off during operation." There was no patient impact or consequence reported.

Event description:
The customer reported the "device automatically turned off during operation." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. Shorting inside the on/off power button creates an electrical short across the button. This results in the power button being activated even when not physically pressed. Masimo initiated a recall for this issue and notified us FDA on 02/15/2024. The recall number is z-1538-2024.